Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate 27 days after implantation. The doctor noted bone resorption during surgery. The patient has history of diabetes. The patient has recovered without complications.